Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited intermittent non-capture which led to loss of pacing. In addition, the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing which led to the implantable cardioverter defibrillator (ICD) giving false atrial tachycardia (at)/atrial fibrillation (af) detections. The rv lead, ra lead, and ICD all remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited intermittent non-capture which led to loss of pacing. In addition, the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing which led to the implantable cardioverter defibrillator (ICD) giving false atrial tachycardia (at)/atrial fibrillation (af) detections. The rv lead and ra lead remain in use. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient felt their heart ¿skip¿ beats. The rv lead was reprogrammed, and a new rv pace/sense lead was placed during the ICD procedure the following day. No further patient complications have been reported as a result of this event.